Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however no failure was identified related to the touchscreen.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly and was noted to be unresponsive. The customer's blood glucose level was 450 mg/dl. The customer administered a manual injection. After charging the pump for an hour, the pump screen turned on but was frozen. Subsequently, the pump was unresponsive. Reportedly, the customer has manual injections available as alternate insulin therapy.